Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility and a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had a malfunctioning intrathecal catheter along with the malfunctioning of the intrathecal pump. It was noted that the malfunctioning pump and catheter were replaced on (B)(6) 2016. No symptoms were reported. The event date was (B)(6) 2016. No further information was reported and no further complications were reported.